Event description:
The pt called in to the acd line and stated that she received a shock to the heart from the electrodes and that she wanted to be compensated without getting a lawyer involved.

Manufacturer narrative:
Additional associated devices: monitor. Serial # (B)(4).